Manufacturer narrative:
Recall (continued): 1627487-05242011-002-r; 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2018-03495. It was reported the patient experienced heating at the ipg site while recharging. As such, the patient underwent surgical intervention wherein the scs system was removed in 2013 (exact date is unknown). On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients.  An increase in prior non-reported heating while charging events and other non-reported events was expected.